Manufacturer narrative:
Additional information has been received. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted a revitan®, distal part, curved, uncemented, 18/140 on the left side on (B)(6) 2013 and the patient underwent revision surgery on (B)(6) 2017 due to breakage of the stem.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: implant breakage. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Device analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the patient is retaining the device. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: the hip prosthesis was revised after 3 years 8 months in vivo due to a fracture of the connection pin of the revitan stem. It is reported that the patient went pain-free to a follow-up visit and that on the follow-up x-ray the suspected fracture of the implant was detected. The surgical report of revision states that in june 2017, trochanter cerclage wires were removed from the left hip. No further information about the reason for cerclages removal is at hand. In the procedure section of the revision report it is stated that the prosthesis is completely loose in the proximal area but firmly anchored distally. The intraoperative pictures of the explants show the components covered by blood, no obvious bone attachments, some damage from revision surgery and the fractured connection pin. On the available x-ray it can be observed that on the lateral side of the proximal part of the stem there is a gap visible between the bone and the prosthesis, probably due to its medial tipping. Additionally, a radiolucent area is visible on the medial side of the distal half of the proximal stem part and proximal region of the distal stem part which could probably suggest a sub-optimal proximal bone support. However, there is no entire x-ray follow-up with different projection angles available that would allow evaluating the bone situation around the revitan stem and possible changes over time in vivo. The patient¿s activity is reported to be high; he weights (B)(6) and is 190cm tall which results in a bmi of 30.5. According to the bmi scale the patient can be classified as obese class I (bmi 30-35). The ¿instruction leaflet for endoprostheses¿ insert (art. No. D011 500 200 - e/d/f/I/sp/sw/tr - ed. 05/09), that accompanied the prostheses, indicates ¿heavy patients, obesity (especially over 225 pounds (100 kg)¿ as risk factors that can influence the success of the operation. The device was not returned to zimmer biomet for the investigation and based only on the received information, a possible cause for implant fracture cannot be determined. Due to the unavailable product information of the ceramic head, it is impossible to determine whether the product combination has been authorized for use. However, it can be hypothesized that the stem probably had a sub-optimal proximal bone support. This, in combination with the patient¿s weight, obesity and high activity level, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors not mentioned above. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet considers this case as closed. (B)(4).

Manufacturer narrative:
X-rays, surgical reports and pictures were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan stem on the left hip side about four years ago and the patient underwent revision surgery on (B)(6) 2017 due to implant fracture. The exact date of the implant fracture is unknown.